Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
4. Missing information (edit as necessary). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Plug strap separated-breast: not observed. Valve leak and/or damage-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "leak at attachment" and "plug strap separated". Device has been explanted and replaced.

Event description:
Healthcare professional later reported "leak at attachment" and "plug strap separated".